Event description:
It was reported that the patient with this right ventricular (rv) lead experienced ventricular ectopic in 30's, syncope, fainting and loss of consciousness. On the initial x-ray during the case, the rv lead looked crimped in the pocket. Additionally, the rv lead exhibited a loss of capture (loc) due to a rising threshold which noted a ventricular escape rhythm. The rv lead was surgically abandoned and a new lead with a different model was implanted. No additional adverse patient effects were reported.